Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during basic occlusion test due to cracked end cap. No loose drive support cap was noted during visual inspection. The pump was received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the casing at the bottom of the pump is cracked. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.